Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed heater. Patient temperature (pt) was 35.8c, targeted temperature (tt) was 37.1c, water temperature (wt) was 29.2c, flow rate (fr) was 2.9lpm. Confirmed they added water recently. Drained 500ml from right side drainage port. However, when device placed in manual at 40c, it would not heat above 25.5c. They will send to biomed and obtain a new device. Per follow up information received via phone on 25jan2026, transferred to the biomed. Spoke with them who confirmed receipt of the device. They had not been able to get ahold of technical support yet since the issue occurred over the weekend, but they plan to contact them today to troubleshoot. Per follow up information received via phone on 28jan2026, spoke with biomed who stated they will be ordering and replacing the heater component onsite. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse reports alert 113 (reduced wt control) in an arctic sun device. Patient temperature (pt) was 35.8c, targeted temperature (tt) was 37.1c, water temperature (wt) was 29.2c, flow rate (fr) was 2.9lpm. Confirmed they added water recently. Drained 500ml from right side drainage port. However, when device placed in manual at 40c, it would not heat above 25.5c. They will send to biomed and obtain a new device. Per follow up information received via phone on 25jan2026, transferred to the biomed. Spoke with them who confirmed receipt of the device. They had not been able to get ahold of technical support yet since the issue occurred over the weekend, but they plan to contact them today to troubleshoot. Per follow up information received via phone on 28jan2026, spoke with biomed who stated they will be ordering and replacing the heater component onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse reports alert 113 (reduced wt control) in an arctic sun device. Patient temperature (pt) was 35.8c, targeted temperature (tt) was 37.1c, water temperature (wt) was 29.2c, flow rate (fr) was 2.9lpm. Confirmed they added water recently. Drained 500ml from right side drainage port. However, when device placed in manual at 40c, it would not heat above 25.5c. They will send to biomed and obtain a new device. Per follow up information received via phone on 25jan2026, transferred to the biomed. Spoke with them who confirmed receipt of the device. They had not been able to get ahold of technical support yet since the issue occurred over the weekend, but they plan to contact them today to troubleshoot. Per follow up information received via phone on 28jan2026, spoke with biomed who stated they will be ordering and replacing the heater component onsite.